Event description:
Reportedly, oversensing/ artifacts were recorded in both egm channels of the right ventricular and atrial lead.

Manufacturer narrative:
Device history report (DHR) analysis shows that the units related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Almost all the episodes recorded in the device memory since (B)(6) 2023 showed crosstalk, oversensing and non-physiological signals (noise/artifacts) on both atrial and ventricular channels. The origin of these simultaneous non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or device level. Based on available data none of them can be confirmed with certainty. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.